Event description:
Hot pack broke when being activated, some contents, powdery, bead like spilled on staff's clothes and were brushed off, no injury, patient was not involved. Bag broke on a diagonal at the top left corner, staff indicated they were following package directions for use when event occurred.